Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
(B)(4). Same case as MDR ID#: 2134265-2013-01375. It was reported that following a coronary artery stenting treatment procedure, the patient had angina and required target vessel revascularization (tvr). In (B)(6) 2011, the patient presented due to unstable angina (braunwald classification iiic) and was referred for cardiac catheterization. The 1st ostial target lesion was an in-stent restenosis of an unknown drug-eluting stent located in the 1st obtuse marginal branch (om1) with 95% stenosis and was 24mm long with a reference vessel diameter of 3mm. The physician treated the lesion with pre-dilation and placement of a 2.75x28mm taxus element stent, with 0% residual stenosis following post-dilation. The 2nd de novo target lesion was located in the 2nd obtuse marginal branch (om2) with 90% stenosis and was 16mm long with a reference vessel diameter of 2.75mm. The physician treated the lesion with direct placement of a 2.75x20mm taxus element stent, with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented with angina and was hospitalized on the same day. The patient underwent plain old balloon angioplasty (poba) in the om1. The event was considered as recovering/resolving. The patient was discharged.

Event description:
It was further reported that in (B)(6) 2011, the patient was diagnosed as myocardial infarction prior to the index procedure. In (B)(6) 2013, high grade restenosis of the previously placed study stent in the 1st obtuse marginal branch was treated with balloon angioplasty, with good initial results. The event was assessed as unrelated to the study stent placed in the 2nd obtuse marginal branch.